Event description:
According to the rptr, a crack was noted in the syringe while the physician was performing a rotrobulbar block. Medication was observed leaking from the syringe, but the rptr does not know the location. The pt suffered no adverse consequences.